Event description:
It was reported that bd nexiva¿ closed IV catheter system was split. The following information was provided by the initial reporter: material no.: 383551. Batch no.: 8281650. It was reported the stylet punctures the catheter and there were other catheters that split. Verbatim: we have had a couple of device failures with the nexiva 24 gauge peripheral IV. When staff attempt to manipulate the catheter when placing, the stylet punctures the catheter. We had another couple of 24 ga. Nexiva catheters split - I think the total is 5.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8284650. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual evaluation of samples submitted clearly displayed the pierced catheter, prompting bd engineer to evaluate the manufacturing process. At the conclusion of their review they were unable to identify any potential causes for this event. During the manufacturing process, every saf-t-intima is subjected to numerous inspection stations to detect defects. Bd engineers were unable to determine the root cause for this event at this time.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was split. The following information was provided by the initial reporter: material no.: 383551 batch no.: 8281650. It was reported the stylet punctures the catheter and there were other catheters that split. Verbatim: we have had a couple of device failures with the nexiva 24 gauge peripheral IV. When staff attempt to manipulate the catheter when placing, the stylet punctures the catheter. We had another couple of 24 ga. Nexiva catheters split - I think the total is 5.

Manufacturer narrative:
The following fields have been updated with corrections: medical device type: foz and PMA/510(k)#: k183399.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was split. The following information was provided by the initial reporter: material no.: 383551, batch no.: 8281650. It was reported the stylet punctures the catheter and there were other catheters that split. Verbatim: we have had a couple of device failures with the nexiva 24 gauge peripheral IV. When staff attempt to manipulate the catheter when placing, the stylet punctures the catheter. We had another couple of 24 ga. Nexiva catheters split - I think the total is 5.